Manufacturer narrative:
E1: patient city: (B)(6). Patient country: hertfordshire. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in united kingdom. It was reported that the patient faced an infusion set tubing detachment event on 04-dec-2024. The site of detachment was p cap (cap of reservoir). The infusion set was in use for four days. No further information available.).